Event description:
The facility reports the caregiver unhooked the safety strap prior to lowering the resident to a safe height. The arm was swung out from the front of the resident and they slipped out of the chair to the floor. The resident had no external injuries but suffered four seizures at the hospital and later passed away.